Event description:
Fmc clinic reporting product complaint. Complaint is pt "clotted" two systems of blood, resulting in a total blood loss of approx 500 cc. This pir is the report of the second dialyzer clotting. The pt lost approx 250 cc due to the loss of of the extracorporeal circuit of blood. There were no reported adverse effects to the pt as a result of the blood loss. There were no common factors with the dialyzers, lot numbers were different and one was used previously and the second was new (this pir). MDR filed due to reported blood loss. 1/18/99 received MDR user report from facility.